Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port as well as a wall outlet. The customer's blood glucose (bg) was in the 134-140 mg/dl range. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a power source for an extended period of time.